Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the health care provider (hcp) was not happy with the shape of the lead, especially at the distal end. The hcp felt that the lead had a kink in it. This was highlighted when trying to lay it along the microdrive measuring fixture as it kept slipping off. A new lead was opened and implanted. There was no patient injury.

Manufacturer narrative:
(B)(4). Analysis of the lead found no anomalies. It was noted that the lead was straight and electrically "ok." Analysis of the stylet found that the stylet wire was bent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.